Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2019-00699.

Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2019-00699.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex gsf femoral component catalog # 00576401552, lot # 62228598; nexgen stemmed tibial component catalog # 00598003701, lot # 62249950; stem extension replacement screw catalog # 00598009000, lot # 62283357; taper stem plug catalog # 00596009900, lot # 62283357. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00038; 0002648920-2019-00088.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain, stiffness, range of motion, loosening, instability and noise in knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.